Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that intermittent occlusion alarms occurred. Customer attempted to address the alarms by changing out pump supplies and observed the o-ring was damaged on one cartridge. Customer reverted to manual injections for insulin therapy as pump is out of warranty. Customer's blood glucose was in the 300 mg/dl range.